Manufacturer narrative:
Integra has completed their internal investigation on 07/23/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: with respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. Unit received with the rocker arm is broke off of the swivel base and could have caused a slippage. Units internal locking parts are the old revision and needs to be upgraded to the current print, this would not have caused a slippage. General maintenance and cleaning required. This device was manufactured prior to 2005 due to the lack of a lot code or sticker. Service history: date of service: (B)(6) 2010. Date of service: (B)(6) 2008. Date of service: (B)(6) 2001. No manufacturing or design related trend has been identified. In summary, the end user's reason for return was verified and the most likely cause is due to the broken rocker arm from the swivel base. The root cause to this breakage is undetermined. General maintenance required as this device was manufactured in 2005 and last serviced in 2010.

Event description:
It was initially reported that there was a complaint with a possible incident. No other information was provided. Additional information was requested and on (B)(6) 2015, the following was received from the customer: on (B)(6) 2015, a (B)(6) male patient underwent a posterior cervical decompression and fusion. Intraoperatively during screw placement, the c portion of the mayfield holding the pins snapped and fell to the floor while the patient was prone. The patient's head was caught by the anesthesia provider. The surgeon broke scrub to re-secure the patient's head to a different mayfield head holder while under sterile drapes. Prior to placement of the patient to the device, it had been inspected for any visible defects and none were visualized. There was no evidence of intra-operative neuromonitoring changes and no visible abrasions. There was a 30 minute surgical delay but it was unknown if there was any patient adverse consequence as a result of the surgical delay.